Manufacturer narrative:
Qn#(B)(4).

Event description:
Dr. Was attempting to cross a tight lad lesion during atherectomy. He attempted crossing with a balloon and tpk lp 135. When trying to remove the turnpike, the tip broke off in the patient. They tried using pronto to suck it out- unsuccessfully. As of now, they have consulted with the surgeons and have decided to leave it in the patient for now. Patient is still in ICU. They are ok as per cath lab manager.

Event description:
Dr. Was attempting to cross a tight lad lesion during atherectomy. He attempted crossing with a balloon and tpk lp 135. When trying to remove the turnpike, the tip broke off in the patient. They tried using pronto to suck it out- unsuccessfully. As of now, they have consulted with the surgeons and have decided to leave it in the patient for now. Patient is still in ICU. They are ok as per cath lab manager.

Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as there was no product returned for this complaint. The customer shared picture was reviewed which identified distal tip material of approximately 3mm was missing. Liner at the distal end was exposed. A video of the angiogram was shared. Tip material was observed to be lodged in the vessel. A DHR review was completed for lot 73m2200340. No issues or nonconformities noted. Case details were reviewed. Customer stated," dr. Was attempting to cross a tight lad lesion. He used rota blade for atherectomy. Then attempted crossing with a balloon and tpk lp 135. When trying to remove the turnpike, the tip broke off in the patient. They tried using pronto to suck it out- unsuccessfully. As of now, they have consulted with the surgeons and have decided to leave it in the patient for now. Patient is still in ICU and ok per him''. As per the additional information received, the turnpike tip was trapped mid lad lesion. The tip was left in the lesion. The tip could not be retrieved. Procedure was aborted and open-heart CABG was performed. Patient condition is stable. It is likely that the tip was damaged when operated against re sistance against a calcified lesion. The IFU along with the product states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Excessive rotation with the tip stuck could lead to tip material separation. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.